Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. However, product release at (B)(4) is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed. Initial reporter: (B)(6).

Event description:
It was reported that the procedural sheath was unable to be pulled back to a mynxgrip 5f vascular closure device. There was no injury noted. Additional information was requested, but is not available at this time.